Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer performed a syringe needle change resolving the issue. Customer reported an elevated blood glucose level of 516 mg/dl, but cause was unknown. Customer delivered a bolus to treat the elevated blood glucose level.